Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a kinked cannula. The issue occurred with five similar types on infusion sets and four events on 08-nov-2024 and one event on 09-nov-2024 and the site was patient's abdomen. The blood glucose level of the patient was high which was treated by correction bolus via multiple daily injection. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) MDR 3003442380-2024- 11966 - device 1 of 5. H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.